Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device fired a scissored clip. The scissored clip cut the artery and the bleeding was managed with cautery. The procedure was completed with another device of the same product code. There was no patient consequence.